Event description:
It was reported that during a case, the suction button became stuck and kept suctioning. A backup unit was then used. There was no report of any adverse outcomes to the pt or user.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.